Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Reportedly, on (B)(6) 2025, the customer's wife took the customer to the ER with a blood glucose level of 336 mg/dl for the repeat occlusions. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged later the same day with no permanent damage.